Event description:
It was reported to philips the device failed the air flow accuracy test during preventive maintenance (pm). There was no patient involvement or harm. This event was reported to have occurred during pm. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer returned the device to the rental agency they rented the device from. No further information is available.